Event description:
Wavewire used in cardiac cath lab. Calibration, zeroing, and normalizing went fine. Each time the catheter was inserted into the lesion, the wave wire equipment would show "wavewire disconnected". When it was working it was not giving a ration and the proximal map was less than distal. Pt was not injured.